Manufacturer narrative:
Qc was in range in 2008. The specimen was plasma, collected in a greiner vacuette lithium heparin tube and was centrifuged at 2,200xg for 10 minutes at room temperature. Per product insert, the recommended centrifugation time for the tube type in use is 15 minutes. The sample was observed to be clear in appearance prior to the following the centrifugation. The sample was reported to have been only 75% full following collection. "As stated in technical bulletin, distributed to bci customers in june 2006, ensuring that the blood draw sample volume is at least 90% of the stated volume on the collection tube is a key step in the sample handling process. A tube with insufficient blood will have an excess amount of heparin which can interfere with the antigen-antibody interaction". A field service engineer (fse) was not dispatched regarding this event. Although pre-analytical factors may have contributed to this event, a clear root cause cannot be determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample was tested for accu tni and one result was 0.09ng/ml and a second result of 0.82ng/ml was generated due to an established reflex condition. The result of 0.82ng/ml was reported out of the lab. The original sample was re-centrifuged and then re-tested and repeated results were: 0.06ng/ml and 0.05ng/ml. An amended report was submitted. There has been no death, injury, or change to patient treatment in association to this event.